Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed in model/lot # which is the us list number. The device involved in the event was not returned; therefore a return sample evaluation will not be performed. A follow up report will be submitted upon completion of the batch record review or if any additional relevant information is received.

Event description:
On (B)(6) 2016, patient in (B)(6) underwent percutaneous endoscopic gastrojejunostomy (peg/j) tube placement. On (B)(6) 2016 the patient complained of pain. An epigastric hernia with obstruction was diagnosed and patient was operated on (B)(6) 2016. The peg/j also had to be replaced due to a too narrow position of the pej.

Manufacturer narrative:
Reference record (B)(4). Additional information received. It has become apparent that the hernia was a preexisting condition, just not recognized at the time of placement. Due to the close proximity to hernia, the peg tube was repositioned, but there was no causality to the device or the placement procedure. Therefore, this event is not reportable for abbvie.

Event description:
Additional information received from clinic. According to the physician, due to the patient's physical condition it is not probable that placing of peg was involved in causing hernia. Hernia was found during an endoscopy to evaluate pain. There was no diagnosed pre existing hernia, from patient's physical condition it is assumed that the patient has chronic epigastric hernia. There was no malposition of the peg tube, because the peg tube was too close to the hernia, it had to be repositioned during the surgery. No defect, deficiency, or malfunction of the abbvie peg tube was noted.